Event description:
It was reported that during a laparoscopic colon procedure, leaking occurred where the seal and trocar connect. There were devices inserted, but it is unknown exactly what devices. The account stated that when they would detach the seal from the trocar and re-attach the two back together, the leak would slow down. The trocar was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.